Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer reported via phone call that their insulin pump received a power error. The customers blood glucose was unknown the time. The customer noted that they were unable to charge the internal power source. During troubleshooting, the battery was changed and the reservoir and tubing process was complete. There is no information on if the insulin pump was to be replaced, nor if a replacement is being sent back.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump received a ¿compromised force sensor system¿ error. The customers blood glucose was unknown the time. The customer noted that they were unable to charge the internal power source. During troubleshooting, the battery was changed and the reservoir and tubing process was complete. There is no information on if the insulin pump was to be replaced, nor if a replacement is being sent back.